Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that chest pain, stent thrombosis and arterial dissection occurred. In (B)(6) 2015, patient had been experiencing chest pain on exertion for the past 3 months and patient's stress test was abnormal. Index procedure was then performed. The target lesion was located in the proximal left anterior descending (lad) artery with 99% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75x16mm promus premier¿ stent, resulting in 0% residual stenosis. One day post procedure, the patient had recurrent chest pain and the lad was found to have 70% stenosis in the proximal segment just distal to the 2.75x16mm promus premier¿ stent, and there was a short area of arterial dissection associated with a thrombus. At 07:21 am, patient's electrocardiogram (ECG) showed sinus bradycardia with premature atrial complexes, left bundle branch block, and a nonspecific st abnormality. At 10:47 am, the proximal lad distal to the index stent was treated with placement of a 2.75x12 mmpromus premier¿ stent to cover the dissection. The events were resolved on the same day. No treatment was provided in response to the sinus bradycardia. One day later, the patient was discharged on aspirin and clopidogrel.